Event description:
It was reported that the pump was channeled off but the medication continued to infuse. There was patient involvement but unknown outcome. Although multiple attempts have been made, the customer has not provided additional information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Report source. Report source other. Initial reporter occupation. Other occupation. Additional information: device eval by manufacturer? And manufacturer narrative annex b: b01. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the suspect pump module infusing after channeled off could not be confirmed. Log review and testing could not identify or replicate the issue. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. All rate accuracy testing was performed in compliance with (B)(4) fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The review of the suspect pump module error log was found with no records. The review of suspect pump module event log showed that on (B)(6) 2025 at 2:11 am the suspect module was attached /powered on. At 11:24 am, the device alarmed for safety clamp open. The user selected the channel and started a new infusion with a rate of 4.5ml/hr and a volume to be infused (vtbi) of 40ml. At 11:27 am, the user paused the infusion. At 11:34 am, the pump was channeled off. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely. The alaristm system with guardrailstm suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of free flow after channeling off the pump module of could not be identified. Laboratory testing found the device working as intended. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump was channeled off but the medication continued to infuse. There was patient involvement but unknown outcome. Although multiple attempts have been made, the customer has not provided additional information.